Event description:
I tried to use the freestyle libre plus 3, and the device did not eject properly. I used a second freestyle libre plus 3, and it subsequently fell out of my arm within 12 hours of inserting. Two devices failed. Ref report: mw5163192.